Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event before dinner, ate without announcing, and subsequently noted elevated glucose; the user also attempted to pause insulin and inadvertently powered the device off, then observed the device turned back on when placed on the charger, after which proper steps to pause insulin and power the device were explained and education completed. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no hospitalization and continued home monitoring, with glucose trending downward during the call. Investigation included collection of blood glucose event details and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, user interaction with therapy settings, and effective guidance on correct operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.